Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the mitraclip xtw was unable to open post clip orientation and grasp. After multiple attempts of troubleshooting, the clip jumped open. The clip was removed from the anatomy. 2 mitraclips were implanted. The mitraclip xtw was checked at the back table post procedure and the issue persisted. The mr was reduced to grade 3 post procedure. There was no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device returned for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported clip jumping was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported clip jumping could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.